Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain / pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure (batch no. 626277) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation from 2005 to (B)(6) 2008, gastric bypass, grand multiparity (term pregnancy), abdominal adhesions, cesarean section (she was brought with term pregnancy at 39 weeks for an elective repeat cesarean section and tubal ligation.), hypertension, pap smear abnormal, drug rash, adenomyosis, leiomyoma nos, paratubal cyst, abdominal pain upper, breast feeding and allergic reaction to analgesics. Previously administered products included for prevent pregnancy: iud from 1996 to 2004; for an unreported indication: mirena from 1996 to 2004 and contraceptive pills. Concurrent conditions included inability to work and d & c. Concomitant products included iron since (B)(6) 2012 for anemia, ethinylestradiol;levonorgestrel (jolessa) from (B)(6) 2013 to (B)(6) 2013 for bleeding genital as well as docusate sodium (colace), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen from (B)(6) 2008 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2008 and sodium picosulfate (dulcolax). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 2 months 13 days after insertion of essure. In (B)(6) 2008, the patient experienced anaemia ("blood or heart disorder/condition type:anemia"). On an unknown date, the patient experienced complication of device removal ("complication from device removal - left tube was completely shredded"). The patient was treated with nsaids and surgery (ablation on (B)(6) 2013, on (B)(6) 2012 and hysterectomy(partial) with bilateral salpingectomy,dilatation & curettage). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the anaemia, depression, anxiety and complication of device removal outcome was unknown. The reporter considered anaemia, anxiety, complication of device removal, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left tube was completely shredded. (Date of communications: (B)(6) 2013). Complications: inability to perform sterilization secondary to dense adhesions. There were no trailing coils seen on right side. Four trailing coils were noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2012: fragments of endometrial polyp without atypia portions of secretory phase endometrium. Minute fragment of myometrium also noted. Fragments of endocervical glands and ectocervical squamous mucosa negative for diagnostic evidence of malignancy.. Ultrasound pelvis - on (B)(6) 2012: there is no free pelvic fluid or hydronephrosis. Few small follicles are seen. 3.3 cm intramural fibroid in a retroverted uterus.; on (B)(6) 2013: stable appearance of anterior intramural uterine fibroid. 2 mm endometrial thickness. Visualization of the essure device on the right.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event outcome updated for pelvic pain recovered resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain / pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure (batch no. 626277) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation from 2005 to (B)(6) 2008, gastric bypass, grand multiparity (term pregnancy), abdominal adhesions, cesarean section (she was brought with term pregnancy at 39 weeks for an elective repeat cesarean section and tubal ligation.), hypertension, pap smear abnormal, drug rash, adenomyosis, leiomyoma nos, paratubal cyst, abdominal pain upper, breast feeding and allergic reaction to analgesics. Previously administered products included for prevent pregnancy: iud from 1996 to 2004; for an unreported indication: mirena from 1996 to 2004 and contraceptive pills. Concurrent conditions included inability to work and d & c. Concomitant products included iron since (B)(6) 2012 for anemia, ethinylestradiol;levonorgestrel (jolessa) from (B)(6) 2013 to (B)(6) 2013 for bleeding genital as well as docusate sodium (colace), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen from (B)(6) 2008 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2008 and sodium picosulfate (dulcolax). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 2 months 13 days after insertion of essure. In (B)(6) 2008, the patient experienced anaemia ("blood or heart disorder/condition type:anemia"). On an unknown date, the patient experienced complication of device removal ("complication from device removal - left tube was completely shredded"). The patient was treated with nsaids and surgery (ablation on (B)(6) 2013, on (B)(6) 2012 and hysterectomy(partial) with bilateral salpingectomy,dilatation & curettage). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the anaemia, depression, anxiety and complication of device removal outcome was unknown. The reporter considered anaemia, anxiety, complication of device removal, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left tube was completely shredded. (Date of communications: (B)(6) 2013). Complications: inability to perform sterilization secondary to dense adhesions. There were no trailing coils seen on right side. Four trailing coils were noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2012: fragments of endometrial polyp without atypia portions of secretory phase endometrium. Minute fragment of myometrium also noted. Fragments of endocervical glands and ectocervical squamous mucosa negative for diagnostic evidence of malignancy.. Ultrasound pelvis - on (B)(6) 2012: there is no free pelvic fluid or hydronephrosis. Few small follicles are seen. 3.3 cm intramural fibroid in a retroverted uterus.; on (B)(6) 2013: stable appearance of anterior intramural uterine fibroid. 2 mm endometrial thickness. Visualization of the essure device on the right.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, menorrhagia. Lot number: 626277, manufacture date: 2007-11, expiration date: 2009-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain / pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure (batch no. 626277) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation from 2005 to (B)(6) 2008, gastric bypass, grand multiparity (term pregnancy), abdominal adhesions, cesarean section (she was brought with term pregnancy at 39 weeks for an elective repeat cesarean section and tubal ligation.), hypertension, pap smear abnormal, drug rash, adenomyosis, leiomyoma nos, paratubal cyst, abdominal pain upper, breast feeding and allergic reaction to analgesics. Previously administered products included for prevent pregnancy: iud from 1996 to 2004; for an unreported indication: mirena from 1996 to 2004 and contraceptive pills. Concurrent conditions included inability to work and d & c. Concomitant products included iron since (B)(6) 2012 for anemia, ethinylestradiol;levonorgestrel (jolessa) from (B)(6) 2013 for bleeding genital as well as docusate sodium (colace), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen from (B)(6) 2008 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2008 and sodium picosulfate (dulcolax). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 2 months 13 days after insertion of essure. In (B)(6) 2008, the patient experienced anaemia ("blood or heart disorder/condition type:anemia"). On an unknown date, the patient experienced complication of device removal ("complication from device removal - left tube was completely shredded"). The patient was treated with nsaids and surgery (ablation on (B)(6) 2013, on (B)(6) 2012 and hysterectomy(partial) with bilateral salpingectomy,dilatation & curettage). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, heavy menstrual bleeding and vaginal haemorrhage had resolved and the anaemia, depression, anxiety and complication of device removal outcome was unknown. The reporter considered anaemia, anxiety, complication of device removal, depression, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left tube was completely shredded. (Date of communications: (B)(6) 2013). Complications: inability to perform sterilization secondary to dense adhesions. There were no trailing coils seen on right side. Four trailing coils were noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2012: fragments of endometrial polyp without atypia portions of secretory phase endometrium. Minute fragment of myometrium also noted. Fragments of endocervical glands and ectocervical squamous mucosa negative for diagnostic evidence of malignancy. Ultrasound pelvis - on (B)(6) 2012: there is no free pelvic fluid or hydronephrosis. Few small follicles are seen. 3.3 cm intramural fibroid in a retroverted uterus.; on (B)(6) 2013: stable appearance of anterior intramural uterine fibroid. 2 mm endometrial thickness. Visualization of the essure device on the right.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, menorrhagia. Lot number: 626277 manufacture date: 2007-11 expiration date: 2009-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received: patient aka name and other reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain / pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure (batch no. 626277) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation from 2005 to (B)(6) 2008, gastric bypass, grand multiparity (term pregnancy), abdominal adhesions, cesarean section (she was brought with term pregnancy at 39 weeks for an elective repeat cesarean section and tubal ligation.), hypertension, pap smear abnormal, drug rash, adenomyosis, leiomyoma nos, paratubal cyst, abdominal pain upper, breast feeding and allergic reaction to analgesics. Previously administered products included for prevent pregnancy: iud from 1996 to 2004; for an unreported indication: contraceptive pills. Concurrent conditions included inability to work and d & c. Concomitant products included iron since (B)(6) 2012 for anemia, ethinylestradiol;levonorgestrel (jolessa) from (B)(6) 2013 to (B)(6) 2013 for bleeding genital as well as docusate sodium (colace), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen from (B)(6) 2008 to (B)(6) 2013 and sodium picosulfate (dulcolax). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 2 months 12 days after insertion of essure. On (B)(6) 2012, the patient experienced anaemia ("blood or heart disorder/condition type:anemia"). On an unknown date, the patient experienced complication of device removal ("complication from device removal - left tube was completely shredded"). The patient was treated with surgery (ablation on (B)(6) 2013 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the anaemia, depression, anxiety and complication of device removal outcome was unknown. The reporter considered anaemia, anxiety, complication of device removal, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left tube was completely shredded. (Date of communications: 22oct2013). Complications: inability to perform sterilization secondary to dense adhesions. There were no trailing coils seen on right side. Four trailing coils were noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2012: fragments of endometrial polyp without atypia portions of secretory phase endometrium. Minute fragment of myometrium also noted. Fragments of endocervical glands and ectocervical squamous mucosa negative for diagnostic evidence of malignancy.. Ultrasound pelvis - on (B)(6) 2012: there is no free pelvic fluid or hydronephrosis. Few small follicles are seen. 3.3 cm intramural fibroid in a retroverted uterus.; on (B)(6) 2013: stable appearance of anterior intramural uterine fibroid. 2 mm endometrial thickness. Visualization of the essure device on the right.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain / pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (batch no. 626277) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation from 2005 to(B)(6) 2008, gastric bypass, grand multiparity (term pregnancy), abdominal adhesions, cesarean section (she was brought with term pregnancy at (B)(6) for an elective repeat cesarean section and tubal ligation.), hypertension, pap smear, rash, adenomyosis, leiomyoma nos, paratubal cyst, abdominal pain upper, breast feeding and allergic reaction to analgesics. Previously administered products included for prevent pregnancy: iud from 1996 to 2004; for an unreported indication: contraceptive pills. Concurrent conditions included inability to work and d & c. Concomitant products included iron since (B)(6) 2012 for anemia, ethinylestradiol;levonorgestrel (jolessa) from (B)(6) 2013 to (B)(6) 2013 for bleeding genital as well as docusate sodium (colace), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen from (B)(6) 2008 to (B)(6) 2013 and sodium picosulfate (dulcolax). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 2 months 12 days after insertion of essure. On (B)(6) 2012, the patient experienced anaemia ("blood or heart disorder/condition type:anemia"). On an unknown date, the patient experienced complication of device removal ("complication from device removal - left tube was completely shredded"). The patient was treated with surgery (ablation on (B)(6) 2013 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the anaemia, depression, anxiety and complication of device removal outcome was unknown. The reporter considered anaemia, anxiety, complication of device removal, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left tube was completely shredded. (Date of communications: (B)(6) 2013). Complications: inability to perform sterilization secondary to dense adhesions. There were no trailing coils seen on right side. Four trailing coils were noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2012: fragments of endometrial polyp without atypia portions of secretory phase endometrium. Minute fragment of myometrium also noted. Fragments of endocervical glands and ectocervical squamous mucosa negative for diagnostic evidence of malignancy. Ultrasound pelvis - on (B)(6) 2012: there is no free pelvic fluid or hydronephrosis. Few small follicles are seen. 3.3 cm intramural fibroid in a retroverted uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: plaintiff fact sheet and medical records received. Events: lot number newly added. Abnormal bleeding (vaginal, menorrhagia), anemia, depression, mental anguish and complication of device removal were newly added. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Outcome of event pelvic pain was changed. Reporter causality comments were added. Historical and concomitant drugs were added. On 6-jun-2019: plaintiff fact sheet received. No new information updated. Fu 3rd and 4th processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.